Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Noted surface abrasion with a bend in the lead body approximately 25mm from the terminal end. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received inappropriate shocks while running potentially caused by an electrode fracture or electrode anomaly. The physician noted the patient condition had improved, and a system extraction was scheduled. This sicd system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received inappropriate shocks while running potentially caused by an electrode fracture or electrode anomaly. The physician noted the patient condition had improved, and a system extraction was scheduled. This sicd system was explanted and successfully replaced. No additional adverse patient effects were reported.